Manufacturer narrative:
The infection is being treated with antibiotics (oral and topical) and a steroid (topical). This report is submitted on march 17, 2020.

Manufacturer narrative:
This report is submitted on march 24, 2020.

Event description:
Per the clinic, the patient has experienced recurrent infection at the abutment site. It is unknown what treatment was administered for the infection.